Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was using the attune revision under the supervision of cb and mg from dps recon. The system was being used for the second stage of an infected knee arthroplasty. Unintentional outcome: preparation of the implant, approach, bone cuts, trialling etc went as planned. On introduction and impaction of the definitive femoral implant a small crack of the anterior cortex of the femur was detected towards the end of the case. This delayed the case by a further 30minutes whilst 2 x cerclage cables were applied to the femur. This happened at approximate 3pm. I am in the process of chasing the hospital for the lot details of the definitive implants.